Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block. It was also noted that the right atrial (ra) lead dislodged one day post-implant procedure. High and undefined impedance was observed on the rv lead. The ra lead was removed and replaced. The rv lead was reprogrammed. No further patient complications have been reported as a result of this event.